Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that a patient reported blurry vision and severe starburst post cataract surgery with intraoperative aberrometry. The patient was also noted to have "overpowered undercorrected astigmatism due to the system". The intraocular lens was exchanged due to "astigmatic keratotomy with intraoperative edema". Additional information requested.